Manufacturer narrative:
The device was rec'd for eval; add'l info will be submitted once the quality investigation is completed.

Event description:
A micro drill medium straight attachment was sent for eval due to overheating. There was no pt involvement, no adverse event was associated with the device.